Event description:
Related manufacturer reference number 1627487-2022-01865. It was reported that system diagnostics recorded high impedances on one lead. Attempts to reprogram have been unsuccessful. Surgical intervention may take place to address the issue. It¿s unknown which lead recorded high impedances, and both are being reported.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received identified that patient underwent surgical intervention wherein, one lead was explanted and replaced. Effective therapy was restored post operatively.